Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. Service engineer (se) inspected the device and found error code 3126 oxygen flow accuracy failed. The se sent an air exhalation flow sensor to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was unable to deliver tidal volume. No patient involvement.